Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that with an unknown quantity of products from 3 market units received in (B)(6) 2019, she had an "inexplicable decrease" in wear time. She normally got 3-5 days with consistently getting closer to 5 days but with these, it was much less than that. Reportedly, she had since received the field safety notice and believed that it must have been related to the off-centered issue. Additionally, she advised that she no longer had any of that product. She denied stoma injury and reported that her skin "was a little red" from decreased wear time but would resolve by the next wafer change. No photo is available at this time.